Manufacturer narrative:
(B)(4). Date sent: 12/3/2024. D4: batch # y7025v. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips and the shaft bent. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Nine (9) clips were found inside clip track. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clip applier jammed and became lodged in the trocar. The trocar had to be removed and reinserted after the clip applier was removed. Beyond failing to function properly there were no lasting complications. There was no patient consequences reported.